Event description:
(B)(6) - it was reported by the consumer that the xpo100b portable concentrator would intermittently logoff after login for about seconds, although, the battery was fully charged. There was no patient injury reported.